Manufacturer narrative:
The insulin pump received with cracked battery tube threads. The insulin pump received with broken reservoir tube lip and missing reservoir tube o-ring. Unable to perform displacement test due to broken reservoir tube lip. A test reservoir was installed and did not lock in place due to broken reservoir tube lip. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had crack on the battery compartment and retainer ring. Customer's blood glucose level was unknown. The insulin pump will be returned for analysis.